Event description:
It was reported that the patient did not have effective coverage and had difficulty charging. It was noted that there was no lead breakage or dislodgement. The system was removed and replaced. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37711 (B)(4) determined the battery had a reduced capacity due to an overdischarge with no significant anomaly. According to the trace report obtained from the ins, the total recharge count was 55. The last recorded recharge session done while the device was implanted was 2011-(B)(6). The device was recharged for 2 minutes and the battery charged from 3.665 volts to 3.665 volts. The four patient recharge sessions prior to the last all occurred on 2011-(B)(6). The average charge time was 28.75 minutes with a 3.695 maximum voltage. The battery was never recharged until the physician mode recharge done in the analysis lab on 2011-(B)(6). The recharger had full coupling with 1 cm spacer between the antenna and the ins. The ins was recharged for 3 hours and 38 minutes from 2.79 volts to 3.88 volts. The initial review and trace report were recorded off the ins. The charging resumed for hours and 44 minutes from 3.86 volts to 4.06 volts. Analysis of extension model 3708240 (B)(4) determined the extension body was stretched with no significant anomaly. Due to exposure the uninsulated wires were in contact which shorted all circuits 4-7. Analysis of the anchor serial # unk determined no anomaly was found. Analysis of the anchor serial # unk determined no anomaly was found. Analysis of the anchor serial # unk determined no anomaly was found. Analysis of lead model 3998 lot # v111320 determined the lead was segmented and cut through with no significant anomaly. The segments 1 and 2 were the lead legs. The segment 1 (0-3 leg) was attached to the 4.7 leg of the extension. The 0-3 leg of the lead was stretched. The continuity was acceptable and there were no shorts between circuits. Analysis of lead model 3778-60 lot # v148572009 determined the lead was cut through and product segmented with no significant anomaly. The continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
Lead model 3998 lot# v111320 implanted: (B)(6) 2008 explanted: (B)(6) 2011, lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2008 explanted: unknown, extension model 3708240 serial# (B)(4) implanted: (B)(6) 2008 explanted: unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.